Event description:
Reference number (B)(4). Event occurred in germany. On an unknown date, the patient reported that she had hard lump which was forming at each puncture site (infusion site) on the abdomen, which is very painful. The patient also reported that first lump went down quite a bit, but it was still noticeably thick and reddened and patient was using cream for the inflammation. No further information available.